Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, failed drawers. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, failed drawers. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the half height matrix 3.2 required replacement rails. A field service engineer (fse) had initially scheduled a visit; however, after speaking with the customer, it was conveyed that the room would be occupied during the proposed time. Consequently, the fse postponed the visit, and the customer requested that the ticket be cancelled temporarily. The case was closed for the time being, with an understanding that it would be reopened next week once the room became available. Upon completion of the fse¿s work, the case will be reopened for further investigation.